Event description:
It was reported that when the customer opened the package/vial there was no implant in it. It wasn't attached to it.

Manufacturer narrative:
Zimvie complaint (B)(4). G4: additional 510(k) number is k101880.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant package for evaluation. Visual evaluation of the as returned device identified the implant packaging was already opened, and the tamper seal / ring on the outer vial was broken. The implant was missing from the inner vial. Only the bundle mount, and cover screw were inside the inner vial. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is improper handling of devices/packaging outside of zimvie control. Therefore, based on the available information, the packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.